Event description:
Informed by a facility of an incident relating to a machine investigation. An internal leak of the dialyzer during pt treatment was reported. The leak was observed 1.5 hours into the treatment. Ebl reported as 250 ml as extracorporeal system of blood was discarded, with no adverse effect to the pt. No medical intervention was required. MDR filed due to blood loss only. Hematocrit stable. Actual sample discarded on day of event.